Event description:
Healthcare professional reported ¿patient is getting swelling every week on all the parts where filler was injected¿ six days after they were injected in ck1 and 2, jw 1, 2 and 3, and c1 with two syringes of juvéderm® voluma¿ with lidocaine. Patient was treated with steroids just after procedure but has to stopped the treatment due to tachycardia, deemed not related to the device. At some points, swelling reduces there but again in a week's time anther point swells up. Patient was treated with "hyalased the areas almost 6-7 times with improvement after each session of hyalase.¿ event is ongoing at this time.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of tachycardia, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported ¿patient is getting swelling every week on all the parts where filler was injected¿ six days after they were injected in ck1 and 2, jw 1, 2 and 3, and c1 with two syringes of juvéderm® voluma¿ with lidocaine. Patient was treated with steroids just after procedure but has to stopped the treatment due to tachycardia, deemed not related to the device. At some points, swelling reduces there but again in a week's time anther point swells up. Patient was treated with "hyalased the areas almost 6-7 times with improvement after each session of hyalase.¿ event is ongoing at this time.